Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 20 mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found evidence of damage with struts on the distal end in a lifted state. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.00x20mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.